Event description:
It was further reported that the 50% stenosed concentric de novo lesion measuring approximately 2.5mm in diameter and 4cm in length was located in a mildly tortuous and not calcified left posterior tibial artery. Access was obtained via the right common femoral artery. It was noted that the vessel occluded due to the balloon ruptures. The vessel was reopened using a 4.0mm non bsc balloon.

Event description:
Same case as MFR report#: 2134265-2010-02716. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion was located in an unknown vessel. A 2.5x40mm sterling es balloon ruptured at less than 10 atms upon the third inflation. A second 2.5x40mm sterling es balloon also ruptured at less than 10 atms. Patient condition is listed as 'ok.' Additional information has been requested, but is not available.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 50% stenosed concentric de novo lesion measuring approximately 2.5mm in diameter and 4cm in length was located in a mildly tortuous and not calcified left posterior tibial artery. Access was obtained via the right common femoral artery. It was noted that the vessel occluded due to the balloon ruptures. The vessel was reopened using a 4.0mm non bsc balloon.

Manufacturer narrative:
Device evaluated by manufacturer - visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The longitudinal tear was approximately 15 mm long and located 30 mm from the tip. Magnified inspection of the balloon material at the edges of the tears presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).